Event description:
Reporter name - (B)(6): ICU medical IV pump stopped running due to "proximal air in tubing" that was not witnessed by this rn. Pump was alarming while rn was in her other room. Pts blood pressure went down to 70/40. Syringe had to be located in order to back prime and then the pump had to "test itself" in order to start pumping into the patient again. By this time the pts blood pressure was 60 systolic. If we didn't have a cmt that was diligently watching the monitor the pt would have coded.